Manufacturer narrative:
(B)(4). Batch # n90f7e. The analysis results found that the el5ml device was returned inside its package. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the corners of the package and the tyvek was noted to be ripped. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. A photo was also received and reviewed. Upon visual inspection of the picture, the blister appears to be damaged on the corner. Refer to physical analysis for investigation. All ees product is 100% inspected prior to release.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the corner of the plastic tyvek is broken. No patient involvement occurred.